Event description:
On (B) (6) 2010, the patient reported experiencing elevated blood glucose since 3 am on (B) (6) 2010. She stated her blood glucose measured 6 mmol/l (108 mg/dl) when she went to bed last night and measured 4 mmol/l (72 mg/dl) when she woke up this morning. At 10 am her blood glucose measured 16 mmol/l (288 mg/dl). Her normal blood glucose range is 4-7 mmol/l (72-126 mg/dl). She attributes elevated blood glucose to insulin leaking from the cartridge into the cartridge compartment of the infusion device. She stated the leaking began on (B) (6) 2010. She was advised to switch to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin cartridge was replaced. The infusion device, cartridge, adapter, and infusion set were requested to be returned for evaluation.